Event description:
The device also "zapped/shocking" them in the very beginning and this would happen when they would take a hot shower. The zapping issue was fixed once a medtronic representative and the hcp adjusted their device. Patient was implanted for urinary dysfunctional/sacral nerve stimulation

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.